Manufacturer narrative:
The reported event of a no power audible alarm failure on the returned controller, (B)(4) was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal battery which drives the no sound alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification for duration. Heartware has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the no power audible alarm failure can be attributed to a faulty internal battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during check after the software smr update the controller failed the test at step: disconnect power sources - no "no power alarms" sounds (upgrade test procedure 2.10) it was a primary controller and the patient tolerated exchange well.